Event description:
It was reported that when using the bd pyxis¿ es server user was unable to access or log in to the server, despite having no issues with their login credentials. The customer indicated that there appeared to be no communication between the pyxis server and the stations, and the issue was affecting all users at the site. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the server, ran the server downtime query and confirmed all processing times were current, logged in to the pes webpage, verified that the stations were not on critical override, confirmed the last upload and download were current, checked that the database sizes were okay, and verified that the drives were not critical. The system functioned as intended after the technical support specialist tested the device.